Manufacturer narrative:
Complainant name: the first affiliated hospital of the (B)(6). (B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x40, 40cm gladiator¿ balloon catheter was advanced for dilation. However during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.